Event description:
It was reported that the lead integrity alert triggered due to the lead having noise, oversensing, and a sudden increase of impedance measurements. The lead was abandoned and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that the std review - lead integrity alert triggered, there were 2 - patient alert for lead failure predictor on (B)(4) 2012 at 08:39:12 and 18:39:49. There was sensing - interference/noise, ventricular short interval count v-sensing integrity counts (sic) =1608 counts, in 0.49 day, (B)(4) 2012 in the timeframe between 06:47:40 and 18:26:20. There was sensing - oversensing and 15 -ventricular non sustained tachycardia nst<=210 ms on (B)(4) 2012 in the timeframe between 12:07:36 and 13:37:22. There was an impedance resistance/impedance increase, the daily pace lead impedance trend data shows an increase for ventricular pace bi impedance = 912 to 1254 ohms peak between (B)(4) 2012.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.